Event description:
Patient reported experiencing elevated blood glucose of 400-500 mg/dl. She indicated that she administers insulin injections to reduce blood glucose and then experienced low blood glucose of 27 mg/dl. Patient stated that, she thought the infusion device was malfunctioning causing the blood glucose issues. She reported having scar tissue and keloids on her stomach where she inserts her infusion site. Patient indicated that she would utilize better site rotation. She did not report any symptoms associated with the blood glucose issues. No medical assistance was needed to address the situation. Patient not returning product for evaluation.